Event description:
Broken handle on tray. This caused the scrub to hurt her back as she thought she was lifting both trays, but it dropped down and twisted her back while trying to separate the trays. No medical intervention was required.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.